Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: ¿ the product has not returned to j&j medtech orthopaedics, however photos were provided for evaluation. ¿ visual inspection of the returned photos found the active tip with signs of use, the manifold was charred at the proximal end. No other issue could be observed. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would have contributed to the complained device issue. ¿ based on the investigation findings, a potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure. Multiple factors are associated with this type of failure, the complaint device needs to be physically evaluated in order to determine why the customer experienced the failure. As per IFU, electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unspecified malfunction while using the vapr s90 4.0mm device it was observed that the device did not function. There were no reports of delays to a surgical procedure. During service and evaluation, it was determined that the device manifold had melted. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found it was returned only in the package box. The tip showed signs of activation and the manifold was charred, the suction tube had saline residues. The handle, shaft, tubbing and plug did not show any signs of damage. The device will be send to the manufacturer for further testing. The supplier performed an evaluation with the following results: the device was received only in the packing box, the tip was in used condition, the manifold was heavily charred that looked to have burnt/melted away. There was residue surrounding the active tip, there was a crack across the ceramic which followed a path from the middle left to the bottom right to the burnt returns and manifolds largest crack. The handle and suction tube had procedural residue visible. The device failed the hipot active return electrical testing and no activation functional testing was conducted based on the hipot failure, the device passed all the other functional testing. The customer reported that the device ¿does not function¿. The visual inspection found that the plastic manifold was melted on the distal tip which was likely caused by a shortening event via the cracked ceramic. The cracked ceramic was likely caused by misuse of the device. Note that similar damage has been seen at different locations at the proximal end of the plastic manifold under previous CAPA investigation. The complaint device was returned to atl UK for investigation. During testing at atl UK it was possible to confirm a fault with the device, the complaint device was found to fail electrical testing. Based on the evidence of the charred and burn section of the manifold seen for the returned electrode, likely damaged by use or a ¿shorting¿ event, however the root cause cannot be confirmed. This issue has been addressed in a CAPA, the overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would have contributed to the complained device issue. Based on the information currently available, the potential cause is traced to design. This product issue will be addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.